Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used during a pyloric dilatation procedure in the duodenum performed on (B)(6) 2014. According to the complainant, the procedure was completed with this device, however during withdrawal, the exit marker bunched up, making the catheter difficult to withdraw. The balloon was removed with the scope and no pieces detached inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of exit marker bunched. The complaint device was returned for evaluation. Visual evaluation found the black exit marker detached from the catheter and was not returned. No wingtool was present on the balloon which was relaxed and deflated. The catheter shaft was inspected for cosmetic defects and no anomalies were identified. It is likely the exit marker got damaged as the catheter was being advanced through the scope, causing difficulties during withdrawal. This may have been due to procedural factors or due to a vacuum not being applied to aid in catheter advancement. The device history record review confirms that the device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.